Manufacturer narrative:
A steris account manager was informed that the ems system was installed by a third-party service provider. A steris service technician arrived onsite to inspect the harmonyair monitor carrier and confirmed the reported event. The cause of the event can be contributed to the size of the screws used to install the harmonyair montior carrier (25mm instead of 30mm). A new ems system was installed at the customer's location. The unit was tested and confirmed it to be operating according to specification. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that their harmonyair monitor carrier detached from the ems system. The event did not occur during a patient procedure; however, it was reported that procedures were postponed as the room could not be used. No report of injury.